Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy. Or it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was xx mg/dl. Customer reverted to an alternate method of insulin therapy.